Event description:
It was reported that the patient with this right ventricular (rv) lead experienced an infection. Therefore, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).